Event description:
It was reported to st. Jude medical that the ICD displayed a hardware reset warning upon interrogation of the device. The pt was originally admitted into the ER in 2005 after receiving a high voltage therapy during the night. The pt was readmitted the next day and was treated for low potassium levels and with amiodarone. The hardware reset error message was displayed the following tuesday after interrogation. The st. Jude medical technical services recommended explanting the device.